Manufacturer narrative:
The kit and data key were received for analysis. A review of the data key indicated that a leak centrifuge alarm was the first item on the key, a sign that the customer was testing the leak sensor prior to the start of treatment. The customer pressed the end cycle key during the cycle #1 collection. The customer then restarted the treatment and several occlusion patient alarms, two blood pump error alarms and an empty saline alarm occurred. The treatment was aborted. The kit was pressure tested in order to check for leaks. A leak was identified at port #7 of the fluid logic module, indicating a failure in the seal between the port and the tubing that connects to the centrifuge bowl inlet line. Thus the leak was confirmed. The root cause of the leak is, most likely, a manufacturing assembly error during the tube bonding process. A corrective action had been initiated to study the effects of differing solvent bonding methods. Trends were reviewed for complaint categories, occlusion patient alarm, blood pump error alarm, and empty saline alarm. No trends were detected for these complaint categories. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d730 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, flm leak. No trend was detected for this complaint category. This assessment is based on information available at the time of the investigation. The analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis of the kit is complete. (B)(4).

Event description:
The customer called with the chief complaint of a blood leak from the flm door. The customer experienced the leak during cycle one of the treatment. The customer reported that the leak was coming from the flm chamber door. The customer verified that the kit was installed properly and without any difficulty. The customer stated that the patient was immediately disconnected from the instrument and no blood was returned to the patient. The customer estimated that the patient's blood loss was around 300 ml. The customer reported that the patient was in stable condition with normal vital signs. This is being reported as a malfunction and no adverse event was reported. The kit was returned for investigation.